Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete. Note: reported test strip lot # 43707 was expired (expiration date: 31-may-2010).

Event description:
A customer reported her precision xtra blood glucose meter would not turn on when the button was pressed and when a test strip was inserted into the port. The customer also reported she was irritable and experienced a headache because she could test her blood glucose. The customer reportedly lost consciousness and had seizure. No third-party medical intervention was required and no medications were reportedly taken to counteract the event. There was no report of death or permanent impairment associated with this event.